Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 7.4 cm diameter abdominal aortic aneurysm. The proximal aortic neck diameter was 22 mm in diameter and 30 mm in length. The proximal neck angulation was 30 degrees. It was reported that during the index procedure, the final angiogram observed a tear in the stent graft at the flow divider resulting in a jetting of contrast. No aggressive ballooning was performed and no calcification was present. An aui device was implanted and a fem-fem bypass was performed, resolving the event. Per the physician, the cause of the type iii fabric endoleak is unknown. The physician stated the cause of the event was related to the device and the procedure. The possible cause of the event may have been due to the springs from the contralateral limb causing a fabric tear. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).